Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that her sensor was complete bent. Customer's blood glucose reading was 100 mg/dl. Troubleshooting was done. Walked customer through an enlite sensor change and the insertion was successful. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bbs solution test per dop114-830 and sensor failed per specification. No isig readings detected due to found sensor cannula broken in half. See attachment picture for details. Unable to performed insertion anomaly due to customer did not return insertion needle.